Manufacturer narrative:
A MFR's service rep performed an onsite investigation. The error message was verified. A broken pin was found in the interconnect cable plug (connector). A lemo connector was ordered for replacement. No add'l service repair info is available.

Event description:
The customer reported, the 9900 system displayed two messages: x-ray disabled (on the main frame) and system error message (on the workstation). No pt injury was reported.